Event description:
It was reported that the cuff meter has a locked pointer. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
UDI are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Manufacturing device history record review was not performed because manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. Product tubing and a video was received for evaluation. Visual inspection was performed. Visual inspection of the video found the defect of the gauge as reported by customer - stacked pointer. Investigation of this complaint was limited because the reported gauge sample was not returned. Cuff inflator is purchased component (smiths medical czech republic performs only packaging operation) therefore a supplier notice was raised back in june 2018 and a supplier non-conformance notice again in october 2021 due to similar complaints against supplier. As per results from supplier investigation, this issue happens after manufacturing because each product is tested on function by manufacturer. The reading issue happens when pointer of cuff inflator is misaligned (in contact with reading plate). This issue is caused by drop or hit damage. Instruction for use: "check the device against a reliable pressure gauge once each week, immediately after it has been dropped or if there is any obvious reading error." Reported product failure most probably happened due to drop or hit damage during use but it cannot be proved with certainty therefore root cause of this complaint remains unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).